Event description:
An unk size endeavor mx2 drug-eluting coronary stent was successfully implanted into a pt for the treatment of an unk lesion. The lesion morphology is unk. It was reported that the inner pouch that is identified as having a non-sterile exterior with contents that are sterile; was placed in the sterile field and was opened by the scrub tech. The endeavor drug-eluting stent was inserted into the pt and was successfully implanted at the lesion site. It was reported after the case it was found that the non-sterile pouch was put in the sterile field. The pt was given antibiotics. No add'l clinical sequelae were reported and the pt is doing well and will be monitored by the physician.

Manufacturer narrative:
Medical intervention. Sterile pouch incorrectly opened.